Event description:
On (B)(6) 2009, an "ams elevate system with intexen" was implanted. It was reported that plaintiff had both pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney has alleged that shortly after implantation, "plaintiff suffered severe complications," attributed to the mesh including, but not limited to, "chronic pain, bleeding, severe and frequent infection, dyspareunia, and permanent destruction of pelvic and vaginal tissue warranting the need for additional surgical intervention." Also alleged was that plaintiff experienced a "negative immune response" that promoted "inflammation of the pelvic tissue, " and had "severe and irreversible injuries, conditions and damages." Plaintiff's attorney also alleged that she underwent, "extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia." It was also alleged that, "plaintiff has suffered and will continue to suffer severe and permanent injuries and significant mental and physical pain and suffering, " and other losses.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.